Manufacturer narrative:
A customer from the united states alleged a discrepant result while using a cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The sample was first tested on a liat® analyzer and generated a negative result for all three targets. The same sample was repeated on different analyzer and generated an influenza a & b negative and sars-cov-2 positive result. The customer then repeated the sample a second time on the first analyzer and generated a negative result for all three targets. Review of the provided data shows a very low level amplification and late CT value of 34.3. The alleged sample was determined to be at the limit of detection for this assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Both the initial and retest results were released and no harm was alleged and no treatment was given. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using a cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm was alleged. Per FDA guidance, one(1) MDR will be filed for the discrepant patient result. Originally, the patient sample was tested on a liat analyzer (liat (B)(4)) and generated a negative result for all three targets. The same sample was repeated on a different analyzer (liat (B)(4)) and generated a positive sars-cov-2 result. The customer then repeated the sample a second time on the first analyzer (liat (B)(4) and generated a negative result for all three targets. The negative and positive results were reported to the patient but no treatment was given. An investigation was conducted to evaluate the customer issue. No product problem was identified. A review of the data revealed a late CT value indicative of a weak positive near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Manufacturer narrative:
Corrected device evaluation by manufacturer from no to yes. The initial MDR already provided the conclusions of the evaluation/investigation. (B)(4).